Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported of suction loss issue occurring seconds after suction is obtained, during transfer under intralase, during the adjustment of pi and during the intralase procedure. That as long as the cone is not changed, a ring can be reapplied after a suction break during intralase procedure, without any problem, so an aborted treatment after suction break would be extremely rare. The surgeon stated that they often will try one more time with the same ring if break was before treatment and if it breaks suction again or if it happens during the bubble pattern they will use a different ring. Per surgeon, the frequency of breaks has increased recently and he is less likely to attempt adjusting pi position to optimize applanated area as he no longer has confidence in suction consistency and that this is an intermittent problem.

Manufacturer narrative:
Corrected data: the initial MDR report was submitted for the loss of suction during the surgery after the laser fired. However, through follow up with the account, it was clarified that the reported suction loss was actually prior to the start of surgery, before laser firing (lack of suction). Therefore, this is no longer a reportable event. All pertinent information available to abbott medical optics has been submitted.